Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products: tsvtb10, imp,tsv,3.7,10,mtx,mg lot 1261502.

Event description:
Doctor reported that implant's caps were open, so that implants were no long sterile for placement. New implants were placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvtb10, (imp, tsv,3.7,10, mtx, mg) for evaluation. Visual evaluation was performed, the returned implant's outer vial green cap was not observed broken, or damaged. However, the outer vial tamper seal/ring was seen opened and the implant has signs of use, apparent dried blood was seen attached to external threads. No apparent malfunction was identified with the implant or bundle mount. Therefore, the reported coob complaint is unconfirmed. The outer box was not returned for evaluation. The implant matched prints where measured. DHR review was completed for the subject lot number 1299010. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1299010 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: packaging: damaged or un-sealed sterile barrier¿ a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant or to the implant packaging was identified. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.